Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one 14s crosser cto recanalization catheter. The titanium tip was noted to be separated from the outer catheter. Peeling of the outer tubing which encapsulates the marker band was noted. No other anomalies were noted. Due to the nature of the complaint, no functional testing was performed. Based on the returned evaluation performed, the investigation is unconfirmed for a detached tip. However, the investigation is confirmed for material separation and peeled/delamination. It is likely the user observed the tip separated from the catheter and reported this as a detachment. Based on the damage observed, patient factors likely contributed to the reported event; however, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery via ipsilateral approach, the rupture of the tip and catheter was confirmed on angiography. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure via the ipsilateral approach for superficial femoral artery, the rupture of the tip and catheter was confirmed on angiography. The procedure was completed by using another device. There was no reported patient injury.